Manufacturer narrative:
No prod was returned to assist with our investigation; therefore, we were not able to determine the root cause of the separation. Our quality control dept verifies the correct fittings and sleeving has been used for this device 100% prior to further processing. They also confirm the flare is securely seated in the adapter and that the glue joints are secure. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.